Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary experienced a read /write issue with a cubie pocket. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie pocket was having read, write and invalid cubie memory issue. The field service engineer resolved the issue, but there was no information provided on how the cubie pockets were restored. The technical support specialist confirmed the issue had been escalated to the international fse team (UK), so no work order was needed. The system functioned as intended after the field service engineer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary experienced a read/write issue with a cubie pocket. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.